Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 02-010-01-0240 - logic femoral ps cem left sz 4 2001703, 02-012-41-4030 - logic tibia traptray cem sz 4f/3t 1995880, 200-02-35 - three peg patella 35mm 1734289. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, initial left knee implanted on (B)(6) 2011, with an optetrak device, including an optetrak logic tibial insert, size 4, 11mm made of polyethylene, underwent a revision procedure on (B)(6) 2017, approximately 6 years, 6 months post the initial implant procedure. It was indicated that the loose components and osteolysis in plaintiff's left knee was due to premature polyethylene wear of the tibial insert. No further information reported.

Manufacturer narrative:
H6. The revision reported in (B)(4) is most likely due to prosthesis wear and/or instability. However, the reported prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation.